Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type: lead. Product ID: 435135, serial# (B)(4), implanted: 2012-(B)(4), explanted: 2013-(B)(6), product type: lead. (B)(4)6

Event description:
It was initially reported that, after 1 year post implant of the patient¿s implantable neurostimulator (ins), they were constantly in pain. It was then reported that ¿almost from the beginning¿ the patient was in constant pain and the pain was thought to be at the ins implant site. The patient had the ins system removed but was wondering if they could possibly try the therapy again and it was stated that ¿maybe the surgeon didn't put it in correctly¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.